Manufacturer narrative:
Evaluation of this transducer confirmed poor image quality as described by the customer. Investigation of the device noted damage to the tip, connector, handle, and strain relief as well as several broken elements. The extensive damage to the transducer caused a poor quality image to be displayed.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing artifacts in images. There was no injury associated with this event.